Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when using 2x robotic assisted saw handpiece devices with the robotic assisted base station device, it was observed that when saw was positioned to perform tibial cut it activated without human intervention. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that the saw handpiece device and robotic assisted saw interface device (sasi) were replaced and procedure was successfully completed. There were no fragments generated. It was reported that after checking the log files on the base station, it was found that the error was caused by the saw handpiece firmware. It was reported that this error will come about intermittently. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No additional information could be provided. This is report 1 of 2 for (B)(4).